Event description:
It was reported that pump battery depleted too quickly and caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin delivery.